Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reports tinnitus and loud sounds with, and without, device use. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.